Manufacturer narrative:
Findings: unit passed displacement test, prime test and excessive no delivery test. No excessive no delivery alarms noted. Unit had grinding noise during rewind due to faulty motor. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and broken belt clip slot.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was unknown at the time of the call. The customer stated there was a grinding sound from the insulin pump while rewinding. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.